Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. The command guide wire reached the lesion when it was noted the tip coating might have flared [peeled]. The procedure was completed without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated tip coating was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during use interaction with the guiding catheter and/or other devices resulted in the reported peeled / delaminated tip coating/noted sporadically scraped teflon coating. The noted sporadically bent distal core and the noted multiple guide wire core bends likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the teflon coating was sporadically scraped on the middle portion all the way to the proximal end of the guide wire. No additional information was provided.